Event description:
The patient reported that the audio bolus button is difficult to push. She stated that she wears the pump underneath her clothing and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the bolus button is intermittently responsive. There was evidence of contamination observed under the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.